Event description:
Radiology. After starting IV in pt's right forearm - power injector was connected to the 22 gauge intima cath. Once injection started at 2 mls/sec. Intima cath began leaking at rubber port - sprayed rptr in face and eyes. Was wearing eye glasses - eyelashes sticky. Another employee also sprayed in face and eyes. Some blood was reported visible in intima cath prior to exposure. Bloodborne pathogen exposure reported to infection control nurse. Hospital protocol followed.